Manufacturer narrative:
(B)(4): physio-control anticipates the device return for eval and continues to investigate the reported event. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During a normal testing/inspection, it was found that the device would not deliver defibrillation energy and failed the user test. There was no pt use associated with the event.